Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. A cine review was completed and concluded a large pericardial effusion circumferential to the heart. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. An unexpected medical intervention and a prolonged hospitalization were results of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f ampltzer torqvue delivery sheath. There was not a baseline pericardial effusion prior to the procedure. The transseptal puncture was performed at a mid/mid location. Prior to this, the physician attempted to implant two non-abbott devices, sized 31 mm and 27 mm, but was unable to do so due to insufficient compression and excessively large shoulders. Multiple manipulations and tug tests were performed with the non-abbott devices. Wire position prior to laao implant attempts was in the left upper pulmonary vein (lupv). Subsequently, a 28 mm amulet device was implanted successfully in a single deployment without any complications. The device was neither partially nor fully recaptured during the procedure. The patient was in normal sinus rhythm at the time of the procedure, and 50 mg of protamine was administered. The left atrial pressure was 13 mmhg. No wire was placed in the left atrial appendage. The patient underwent a limited echocardiogram prior to discharge, which showed no abnormalities. On (B)(6) 2025, one week later, the patient returned to the hospital, where a pericardial effusion was identified. The effusion was circumferential, located near the atrial appendage, and measured 6 mm at its largest dimension. The physician did not believe the amulet device caused the effusion; rather, it was attributed to multiple device attempts. The patient was on dual antiplatelet therapy (dapt) at the time of effusion detection, though prior anticoagulation status was unknown. Cardiac tamponade was concluded to be present seven days post-implant. The effusion was tapped and drained, and the patient remained stable.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f ampltzer torqvue delivery sheath. Prior to this, the physician attempted to implant two watchman devices, sized 31 mm and 27 mm, but was unable to do so due to insufficient compression and excessively large shoulders. Subsequently, a 28 mm amulet device was implanted successfully in a single deployment without any complications. The patient underwent a limited echocardiogram prior to discharge, which showed no abnormalities. On (B)(6) 2025, one week later, the patient returned to the hospital, where a pericardial effusion was identified. The effusion was tapped and drained, and the patient remained stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.